Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in the ER over the week for a blood glucose over 600 mg/dl. The customer was treated and given fluids and sent home with a blood glucose of 80 mg/dl. The customer then mentioned that his insulin pump alarmed no delivery twice today, and that his device would suspend before the alarm was cleared due to a stuck act button. The patient's blood glucose was 500 mg/dl at the time of incident, and she was treated via 10-unit manual insulin injection. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. No suspend alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All of the buttons functioned properly. The insulin pump had received with cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.